Event description:
It was reported by the customer that on (B)(6) 2025 a single-line 4f PICC line was placed in the left humeral without incident. The patient is hospitalized in oncology-hematology. On (B)(6) 2025 the doctor of the oncology-hematology department notes in its report "inflammatory PICC line puncture point." On (B)(6) 2025 the doctor of the oncology-haematology department notes in his report "bleeding puncture point of the PICC line, slightly inflammatory." On (B)(6) 2025 PICC line was tested with nacl 0.9%, it notes a leak at the puncture site. On (B)(6) 2025 transfusion was performed, leakage of the PICC line was suspected. Peripheral line was places and PICC line was not used . On (B)(6) 2025 PICC line tested with nacl 0.9%, again notes a leak at the puncture point (nacl exits through the puncture point). The PICC line is withdrawn. Visual inspection reveals a crack explaining the leak (see photo and device). It should be noted that the technique of the j-loop not recommended was not used in this patient. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event is reflected in this report as the date bd became aware of the event as the device failure was first found on 03/01/2025, the event continued to occur on multiple dates until the device was removed on (B)(6) 2025. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Current patient status: PICC line removed. A central line is required in this regularly transfused patient, the vvp has resulted in the formation of a painful collection in the wrist. Actions taken in the care facility to manage the patient: PICC line removed, part sent to biological analysis laboratory for culture. Laboratory contact, PICC line installation stopped. (B)(6) 2025: a transfusion must be carried out in view of anemia with hemoglobin 70g/l.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 5cm marking. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.